Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented through merlin.net transmission, right ventricular lead noise was observed on several non-sustained rv oversensing episodes and one vf episode. Shock therapy was turned-off. Patient was stable and will be monitored.